Event description:
The customer reported over-delivery from the insulin pump upon set changes, and low blood glucose values as a result. The customer reported meeting with a hlth care professional and learning to adjust the device settings. The customer also mentioned blank displays from the insulin pump. The customer's blood glucose values were unk. The device was reported as functioning properly during troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.